Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a remote transmission was sent to their clinic, and on the report the physician notified the patient that the "lead numbers were high". The patient made an inquiry about the lead, and also indicated that they were told it was pertaining to "energy passing through the lead" and "nothing urgent" from the doctor. The lead remains in use. No patient complications have been reported as a result of this event.